Manufacturer narrative:
Plant investigation: no sample was available to be returned for evaluation, and therefore, the reported failure could not be reproduced. However, the reported event can be assigned to a known failure pattern. The investigation of machine files was not necessary. Alarm # 208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
While using a demonstration unit for training and product demonstration, it was reported that a loss of communication with the flow sensor occurred. The console displayed alarm "# 208 - technical failure, flow measurement". Flow measurement/control and air detection was not possible when this occurred. Upon follow-up, it was confirmed that a #206 alarm did not occur ¿ only the #208 alarm occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They tried using a different flow sensor and got the same results ¿ the # 208 alarm continued to occur. It was reported that the problem seemed to originate at the sensor box, but they didn¿t have a second sensor box to use to confirm the cause. It was reported that the sensor box cable, which plugs into the back of the console, seemed to have more bend to it. Despite this, there was no actual damage or fraying visible on the cable. The cable reportedly seemed to drape off the back of the console a little bit differently. The serial number of the sensor box is (B)(6). The sample is currently not available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
While using a demonstration unit for training and product demonstration, it was reported that a loss of communication with the flow sensor occurred. The console displayed alarm "#208 - technical failure, flow measurement". Flow measurement/control and air detection was not possible when this occurred. Upon follow-up, it was confirmed that a #206 alarm did not occur ¿ only the #208 alarm occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They tried using a different flow sensor and got the same results ¿ the #208 alarm continued to occur. It was reported that the problem seemed to originate at the sensor box, but they didn¿t have a second sensor box to use to confirm the cause. It was reported that the sensor box cable, which plugs into the back of the console, seemed to have more bend to it. Despite this, there was no actual damage or fraying visible on the cable. The cable reportedly seemed to drape off the back of the console a little bit differently. The serial number of the sensor box is xconus0018. The sample is currently not available to be sent back for evaluation.